Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient). H6 patient code: no code available (3191) was used to capture insufficient information.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total knee to address implant migration with implant loosening of the patella component. Date of implantation: (B)(6) 2018. Date of revision: (B)(6) 2020. (Right knee). Treatment: patella and tibial insert components were revised.